Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact reported the device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified medication, at a rate of 1000ml/hr, with a container size of 1000ml. No specific programming parameters were provided. After an unspecified length of time, the customer contact indicated the delivery was completed; however, there was approximately 220ml remaining in the container. The device was removed from clinical services. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing and was returned to clinical service. Though requested, no additional info was provided, including if the delivery was completed using a replacement device.